Event description:
It was reported that insulation anomaly was observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received the anomaly observed in the field was confirmed. External insulation abrasion was found between 23.5cm to 24cm from the con nector pin. One sensing cable was abraded, with exposed wire. The abrasion is consistent with friction to ICD can.